Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the sealant and advancer tube remained in the manufactured position as received. The distal end of the shuttle tube tore off near the side slit and the sealant was stuck to the catheter shaft. It was reported that the device was manipulated after the incident to see if the advancer tube was inside. Based on the information provided, the broken shuttle tubing could be due to user manipulation after use of the device. The condition of the returned device indicates an incomplete engagement of the advancer tube. During the investigation, the shuttle down procedure was simulated and the advancer tube properly engaged to the proximal tamp lock as intended. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the tamp locks during deployment. The catheter, procedural sheath and advancer tube were also inspected for anomalies that may have obstructed the device path during deployment. No damages or anomalies were found. The review of the lot history record (f1616602) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the limited information provided and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. Per the mynx instructions for use, if the green shuttle is not advanced until a definitive stop is felt, the advancer tube will not be engaged to the distal tamp lock. This will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. However, it cannot be conclusively determined why the shuttle down step could not be completed. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per the instructions for use. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the white tube (advancer tube) wasn't present when the mynxgrip device was deployed. The device was being used with a 6f procedural sheath for closure following a percutaneous coronary intervention (pci) to the right coronary artery (rca) and left anterior descending artery (lad). The user shuttled down completely. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the sheath. Manual compression was applied for 25 minutes to achieve hemostasis. There was no patient injury noted. The patient's hospitalization was not extended.

Manufacturer narrative:
(B)(4). Further visual inspection at high magnification revealed that the proximal tamp lock was dislodged. Delamination was observed on the polyimide shaft at the corresponding tamp lock position. It is unknown if the tamp lock detachment occurred during the procedure or during subsequent handling. Based on the provided information and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure and the tamp lock bond failure at the polyimide shaft may have also contributed to the failure. The issue is being further investigated through CAPA. Should additional relevant information become available, a supplemental report will be filed.